Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two (2) impl tapered sp 3.7mm 12m m hexagon (spmb12) were returned for investigation. Visual evaluation of the as returned product identified both implants fractured around the collar region. Device history record (DHR) review was completed for the subject lot number (2019110202). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019110202) for similar event keyword category (functional: fracture : implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011245 and k002188.

Event description:
It was reported the implant fractured at the moment of implant placement. Doctor placed other implant in the same surgery.